Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error what was not resolved by changing the batteries and infusion sets. The customer did not recall the blood glucose at the time of the event or any significant event leading to the alarm. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. Unable to confirm alarm due to several alarms noted in alarm history screen. The insulin pump alarmed due to corrupted history file. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip.